Manufacturer narrative:
This report is submitted on august 16, 2022.

Event description:
Per the clinic, the patient experienced skin issues and subsequently the patient underwent a skin revision (date not reported). Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient experienced an infection at abutment site and subsequently was treated with oral antibiotics (specific date and duration not reported). This report is submitted on october 05, 2022.

Manufacturer narrative:
Per the clinic, the patient underwent revision surgery on november 21, 2022, under general anesthesia in order to convert the patient to a transcutaneous osia implant system. This report is submitted on february 3, 2023.